Event description:
The patient later had full revision surgery. The explanted lead has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement procedure that the surgeon noted insulation missing on the lead near the electrode. The lead was not replaced. Device history records were reviewed and the lead was seen to pass all functional and quality testing prior to distribution. No other relevant information has been received to date.

Event description:
The patient is referred for a lead revision and is experiencing painful stimulation believed to be related to the lead. The physician has responded that the pain is felt at generator implant site and the cause of the painful stimulation is most likely due to the exposed wire. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.